Event description:
It was reported the patient presented remotely after a failed transmission. During troubleshooting, it was determined the contacts on the transmitter were burnt. The transmitter was replaced. There were no patient consequences.

Manufacturer narrative:
This supplemental report is submitted to provide h4 device manufacture date in response to an FDA inquiry received on (B)(6) 2025.